Event description:
When performing a shunt procedure, the balloon of three (3) 5mm x 4mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheters were inflated; however, the balloons were blown, and the rated burst pressure (rbp) was not raised. ¿as the balloon contracts in the state, the phenomenon of falling out continuously occurred, so a request from the hospital to recover the entire amount occurred.¿ there was no reported patient injury. The devices will be returned for evaluation, along with all other unused balloon catheters in stock. Addendum: during the product analysis of the unused balloon catheters returned, it was noted that a total of 4 additional devices had a shaft and/or balloon leakage.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10. This report is related to medwatch #'s: 9616099-2021-04223 ,9616099-2021-04225, 9616099-2021-04440, 9616099-2021-04441, 9616099-2021-04442, and 9616099-2021-04443. Complaint conclusion: when performing a shunt procedure, the balloon of three (3) 5mm x 4mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheters were inflated; however, the balloons were blown, and the rated burst pressure (rbp) was not raised. ¿as the balloon contracts in the state, the phenomenon of falling out continuously occurred, so a request from the hospital to recover the entire amount occurred.¿ there was no reported patient injury. The product was returned for analysis. One non-sterile powerflex extreme 5x4 80cm was received for analysis inside a plastic bag. The balloon was received deflated. However, it seemed like have been inflated. Per visual analysis, neither rupture nor any other anomalies were observed in the returned device. Per functional analysis, balloon inflation test was performed on the unit identified. Water was applied to the catheter inflation lumen and the balloon was successfully inflated. No anomalies found. A product history record (phr) review of lot 82195519 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was not confirmed through analysis of the returned devices as functional analysis was performed successfully. The exact cause of the reported events could not be determined. It is likely procedural factors and handling of the devices, contributed to the events reported by the customer. Per functional analysis, all three balloons were inflated with no burst or leaks noted and without any issues to the balloons. Based on the information available for review, it is difficult to draw a clinical conclusion between the devices and the events reported by the customer as no anomalies were noted on the devices. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This report is related to report #9616099-2021-04223 and 9616099-2021-04225. A review of the manufacturing documentation associated with lot 82195519 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This report is related to report #9616099-2021-04223. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When performing a shunt procedure, the balloon of three (3) 5mm x 4mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheters were inflated; however, the balloons were blown, and the rated burst pressure (rbp) was not raised. ¿as the balloon contracts in the state, the phenomenon of falling out continuously occurred, so a request from the hospital to recover the entire amount occurred.¿ there was no reported patient injury. The devices will be returned for evaluation, along with all other unused balloon catheters in stock.

Manufacturer narrative:
This report is related to report # 9616099-2021-04223 and report # 9616099-2021-04225. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt.